Manufacturer narrative:
Event date: approximated. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient implanted with this artificial urinary sphincter (aus) developed urethral erosion, leading to a surgical intervention wherein the entire device was removed to allow the tissue time to heal. Three months later, a new aus was implanted. The patient is expected to fully recover.